Manufacturer narrative:
Adh11: the device was received for evaluation. The sample analysis was performed and it showed that the device turned on correctly without any type of electrical shock. The visual inspection did not identify damaged parts or components that could contribute to the reported problem. No alarm occurred during evaluation that could have caused or contributed to the reported condition of electrical shock. The event history log review was performed which did not find any events that could confirm the reported event. No device malfunction was found. A service history evaluation was performed and no issues were found during previous servicing related to the reported problem. The reported condition was not verified. The device was found to meet specifications for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a homechoice claria device, the operator felt an electric shock in the hand. This was described as a ¿pressure¿ sensation when a metal part of the device was touched. This occurred during an unspecified initiation step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.